Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part #: 03.122.007, lot #: 3799868, manufacturing site: werk hagendorf, release to warehouse date: 29 june 2011, supplier: n/a, expiration date: n/a. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the netherlands reports an event as follows: it was reported that during a minimally invasive percutaneous plating (mipo) procedure on (B)(6) 2023 the philos aiming arm didn't aim at the holes on the philos plate. Procedure was completed with a fifteen minute delay. There was no patient consequence. This report is for an aiming arm f/lcp proximal humerus plate. This is report 1 of 3 for pc-(B)(4).

Manufacturer narrative:
H10: additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.